Event description:
Hello- I wanted to reach out to report something I found rather strange/interesting. In the past few months, both my father and daughter have received positive rapid covid tests, only to find out days later that they are actually negative for covid when the pcr results came in (they had both tests done at the same time). They do not live in the same household, and were tested in different states. Both are fully vaccinated. My daughter's rapid test and pcr test were done on (B)(6) 2021 at (B)(6) testing site in (B)(6). My father's tests were done sometime in (B)(6) of 2021 at (B)(6). I was curious if, out of millions of people, they just so happened to get faulty tests, or if there could be some genetic component to it. Since I read that false positives are rare, I wanted to report this to the FDA in case they wanted more information. Rapid test came back positive, pcr test came back negative. Thank you. FDA safety report ID # (B)(4).